Event description:
Reference importer report # (B)(4).

Manufacturer narrative:
Contact with the end user was attempted by phone and mail three times in an effort to obtain more information and / or samples to conduct a thorough investigation. The attempts failed and no further information or response was obtained, therefore the investigation was limited to a trend analysis on the complaint issue. The trend was performed for the last 3 years, and there were 16 complaints of this nature. None of the complaints were substantiated. This report is being submitted following a discussion with an FDA investigator (B)(4) 2013. Previously, internal procedures used for determining reporting requirements concluded that this complaint was not reportable.